Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d5, d9, g6, h2, h6, e3. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 04-dec-2022 to 03- dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient dropped from the location, and they had utilized facility search to locate the patient. The technical support specialist guided and provided resolution that using locations followed by areas on es server is the best way to find the unit area where the patient is admitted. The system functioned as intended after assessed by the technical support specialist.

Event description:
It was reported by the customer that the pyxis medstation es patients dropped from location. The customer added that this malfunction caused a delay in dispensing medication to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the patient dropped from the location and they have utilized facility search to locate the patient. A technical support specialist enquired that the patient was admitted in a unit that does belong to the area where device is located, as the user was unaware of functionality. The technical support specialist guided and provided resolution that using locations followed by areas on es server is the best way to find the unit area where the patient is admitted. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system has admission inactivity issue. The customer mentioned that the patient dropped from the location and they have utilized facility search to locate patient. There were no adverse events or injuries reported based on this event.